Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor filament was extra short and was not completely in. Customer¿s blood glucose was unknown. The customer noticed their sensor acting weird and they removed it and then they noticed the filament was extra short and was not completely in. The troubleshooting was not performed. The sensor will not be returned for analysis.